Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A sample analysis was performed and the reported problem was not verified. An additional problem of no display was encountered during download of logs and rite functional test. This was found to be unrelated to the reported problem. A rite electrical safety analyzer test was performed and it passed. An event history log review was performed and the occurrence of heater exceedingly hot was not verified during logs review. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate of the homechoice (hc) device was overly hot during the first time use of the device. The reported event occurred during training and the home patient (hp) was not connected. The technical service representative (tsr) had the registered nurse (rn) check the alarm log which was empty. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). During the follow up, the rn further explained that the heater plate was as hot as that of an iron which is used for ironing clothes. The rn unplugged the hc and did not turn it back on. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.